Manufacturer narrative:
The customer¿s report of a secondary tubing set separating and leaking was confirmed. During visual inspection, it was noted immediately that tubing was completely separated from the drip chamber. Functional testing of the returned set was deemed unnecessary due to a separation in the tubing. Fluid was leaking from the separation. The specification for the inner diameter tubing is 0.107¿ +/-0.003¿. The tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the tubing.

Event description:
It was reported that the secondary tubing set separated below the drip chamber and leaked during a lasix infusion. The lasix required to be reordered and administered again, however there were no adverse side effects caused to the adult patient from the event.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the secondary tubing set separated below the drip chamber and leaked during a lasix infusion. The lasix required to be reordered and administered again, however there were no adverse side effects caused to the adult patient from the event.